Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: at approximately 15:30 on (B)(6) 2026, during neuroendoscopic transnasal-transsphenoidal pituitary lesion resection for patient , the surgeon operated by viewing the monitor when intermittent striped flicker suddenly appeared on the screen. No negative impact in state of health reported.